Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the device revealed stent damage. Damage was noted in the middle portion of the stent, one strut was bent back and another was slightly out of place. The stent was also slightly bent one row over from where the stent struts were lifted. The balloon was tightly folded with the stent positioned between the markerbands. Magnified inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact (B)(4)

Event description:
It was reported that during a preparation for a stenting treatment procedure, stent damage was noted. A 2.75x20mm promus element stent delivery system (sds) was removed from the package and it was noted that one stent strut was not crimped properly. The procedure was completed with another device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a preparation for a stenting treatment procedure, stent damage was noted. A 2.75x20mm promus element stent delivery system (sds) was removed from the package and it was noted that one stent strut was not crimped properly. The procedure was completed with another device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.